Event description:
The customer contact reported that the device did not deliver. At an unspecified time, line a of the device was programmed to deliver an unspecified concentration of oxaliplatin, and the delivery was started. No further programming parameter were provided. Line b was programmed for concurrent delivery of an unspecified concentration of leucovorin, for a duration of 2 hours, and the delivery was started. No further programming parameters were provided. After approx 1 hour, it was reported the nurse went to check on the pt. At this time, it was reported that no oxaliplatin had been delivered. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no additional info was provided.

Manufacturer narrative:
The device was received. Investigation is not complete. The device history was downloaded at the service center. A review of the device history indicates that there was no programming for that corelates to the reported event for the month of december; therefore, the history cannot be utilized to evaluate the reported event. This report represents all the info known by the reporter upon query by hospira personnel.